Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an itchy red irritation between his shoulder blades. The patient's cardiologist advised the patient to remove the lifevest for two weeks to allow the irritation to heal. The patient reported that the irritation was improving.